Event description:
It was reported that a flipped bit occurred possibly due to radiation therapy. The device was reprogrammed and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) occurred for critical random access memory (ram) parity error, with an address of 2bbd, data=00 on (B)(6) 2012 10:36:41. There was one patient alert for por on (B)(6) 2012 09:36:41.